Event description:
The following was reported to hamilton medical ag: summary: tf 232006 (blowertemperaturesensordefect) during start-up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: blower temperature sensor cable not properly connected to mainboard, defective cable. Correction: replacement to defective component. Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: blower temperature sensor cable not properly connected to mainboard, defective cable. Correction: replacement to defective component.

Event description:
The following was reported to hamilton medical ag: summary: tf 232006 (blower temperature sensor defect) during start-up.